Manufacturer narrative:
Block e1: initial reporter address: (B)(6). Upon receipt at our quality assurance laboratory, the returned device was thoroughly analyzed. Visual identified that the fiber was in one piece and no defects to fiber body. The fiber connector had a distorted light exiting the face. Functional analysis showed that the aiming beam was dim, and the console read applicator has been used 0 times. Media analysis showed the packaging with the correct upn and batch for the complaint. The observed condition of distorted light exiting the connector can be a result of an internal connector fracture. Fracture within the connector can occur during procedural handling of the fiber during setup or use. This connector fracture can result in an insufficient aiming beam or low laser energy output, up to a complete inability for the fiber to fire. According to the device direction for use: carefully inspect the fiber for kinks, punctures, fractures or other damage. If the fiber appears damaged, do not use the device. Return it to boston scientific for replacement.

Event description:
It was reported that prior to procedure, the fiber did not deliver energy when connected to the laser machine. The procedure was completed using an alternate device and no patient complications reported. Analysis of the returned fiber identified that there is a fracture within the connector.